Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the seal was damaged and disengaged from the port. An air leak was noted after the doctor took out the 10mm laparoscopic clipper from the intra-abdominal space of the patient. A new device was used to complete the case. There was no patient injury.